Event description:
Same case as MFR report #: 2134265-2010-03452. It was reported that during preparation for a percutaneous coronary interventional treatment procedure, a wire break occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician was testing the 1.75mm rotalink plus unit on the floppy rotawire guide wire, and the wire detached. The physician then tried to insert a new wire into the same 1.75mm rotalink plus unit, however that was unsuccessful. The physician completed the procedure with a new rotalink plus unit and a new rotawire guide wire. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the rotawire 325 cm floppy guide wire was received in 2 sections. Both fractured sites show diameter reduction, and were sent to sem analysis. Results:the fracture site exhibited circumferential surface wear thus reducing the cross-sectional area of the wire. Eds analysis of this area yielded the presence of both copper and zinc. No material anomalies were noted. Conclusion: fracture occurred as a result of burr induced surface wear in a bending overload direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error. The dfu advises: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03452. It was reported that during preparation for a percutaneous coronary interventional treatment procedure, a wire break occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician was testing the 1.75mm rotalink plus unit on the floppy rotawire guide wire, and the wire detached. The physician then tried to insert a new wire into the same 1.75mm rotalink plus unit, however that was unsuccessful. The physician completed the procedure with a new rotalink plus unit and a new rotawire guide wire. No patient complications were reported, and patient status was reported as 'good'.